Event description:
It was reported that this right ventricular (rv) lead was damaged during the implant procedure. The catheter was unable to cut fully, and subsequently the blade damaged the insulation of this rv lead while attempting to cut the catheter. As a result, the physician placed a different rv lead, and opted to pace atrium rather than the intended bundle branch due to time constraints. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was damaged during the implant procedure. The catheter was unable to cut fully, and subsequently the blade damaged the insulation of this rv lead while attempting to cut the catheter. As a result, the physician placed a different rv lead, and opted to pace atrium rather than the intended bundle branch due to time constraints. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The helix was in the extended position, with dried body fluid and tissue were noted in the helix housing -a normal finding for active fixation leads. Further visual inspection revealed cuts in the outer insulation near from terminal end. In this case, we believe the this damage was induced during the surgical procedure, due to difficulty cutting the associated catheter. The observed damage is not deemed to indicate a product defect or malfunction.